Event description:
It has been reported to philips that the allura system was not generating x-ray. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen generates intermittence lightning and it was not possible to generate lightning. Review of the system log file showed x-ray generator errors and warnings due to the defective x-ray tube and the damaged large filament. The fse replaced the x-ray tube and verified the mechanical assembly, alignment, generator adjustment, digital detector adjustments, 3d and CT calibration, iq level one step quality control to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.